Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is using cold insulin, changing the supplies only 1 to 3 times per week, and not cleaning the vents. Clinical support informed customer that using cold insulin, changing the supplies only 1 to 3 times per week, and not cleaning the vents are off label per the tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 200-300 mg/dl.